Event description:
Dealer advised enduser stated was driving down the street and van seat tilted back causing seat tube that is connected to the frame to break from the frame.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.